Event description:
It was reported that the device was explanted after an implant duration of approximately 86.10 months. Through follow-up with the health-care provider, it was learned that the device was explanted, due to mitral regurgitation. It was also learned that the patient has expired on (B)(6)2010. No other details regarding the death have been provided.

Manufacturer narrative:
Device not returned.this event was learned through implant patient registry. Through follow-up with the health-care provider, a response and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this patient has two other reportable events. Please reference the other medwatches submitted under patient identifier (B)(4) regarding these events.